Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut off due to the battery issue. Reportedly, the battery gauge displayed 100% after being connected to a power source. The customer's blood glucose was 160 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.